Event description:
It was reported that the ilet charging station was unreliable, requiring the pump to be positioned in a specific way to initiate charging and needing support to maintain connection, and that the charging cable disconnected easily. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health and no alarms. Investigation included review of the reported malfunction and logistics confirmation for a replacement charger. Investigation of this case revealed a suspected intermittent connection at the charging interface consistent with a charger or cable connectivity problem. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging station or cable due to wear or fitment-related connectivity.